Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead had been exhibiting low impedance measurements. A lead fracture was revealed and a revision procedure was performed. Efforts to explant the lead were unsuccessful and the lead was surgically abandoned and replaced. No adverse patient effects were reported.